Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
"Patient reportedly fell and dislocated hip. Patient was brought to operating room and the poly insert was found to be dislocated from the femoral head. A 0° e constrained liner was implanted with a c-taper 22 mm head".

Manufacturer narrative:
An event regarding dislocation involving a adm liner was reported. The event was not confirmed. The returned device was examined by the material analysis team who noted the following: burnishing, scratching and third-body indentations were observed on the liner. These are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical records were returned for review. A review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. There were no other events for the lot provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"Patient reportedly fell and dislocated hip. Patient was brought to o.r. And the poly insert was found to be dislocated from the femoral head. A 0° e constrained liner was implanted with a c-taper 22mm head".